Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. No frozen display noted. Unit had broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 83 mg/dl at the time of the call. The customer stated that the insulin pump has not been working for two days. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.